Manufacturer narrative:
Correction: section b5 and section h6.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited reduced p-wave amplitude and failure to capture. Fluoroscopy and x-ray confirmed that the lead was dislodged. The atrial lead was explanted and replaced. The patient remained stable throughout the procedure.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited undersensing and failure to capture. Fluoroscopy and x-ray confirmed that the lead was dislodged. The atrial lead was explanted and replaced. The patient remained stable throughout the procedure.